Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing shocking sensation in their legs when standing or lifting heavy objects. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction :section d10 : the device was returned to manufacturer which was inadvertently left out in the additional report -1.